Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# rf8t602et3t implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) and marcaine (bupivacaine) via an implantable pump for spinal pain indications. The patient stated that for several months, they were having issues when trying to get a bolus; patient stated that 'it stops' and next time they see the bolus did go through. Patient stated that right after a pump refill, they could get a bolus in under a minute but now takes 3-5 minutes, patient stated sometimes handset would show they have 3 blouses left and states they only used 1 bolus. Patient also confirmed 90% lag. Patient also added they see code 156 or 157 and error contact medtronic or something. Patient stated the issue had happened before and called patient services. Agent assisted patient with closing all apps, reviewed & cleared data, and reviewed code 156. Patient was able to connect to the pump without issue. Patient would monitor the issue and call back if further assistance was needed.